Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 6nov2018. (B)(4). The manufacturer¿s international service technician confirmed the reported contact failure issue and replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a potential issue of contact failure on battery. There was no patient involvement. The event date was not specified; estimate used.